Event description:
The MFR's service center received a thermally damaged power cord and its associated power supply. There was no report of pt harm or injury associated with the damaged power cord.

Manufacturer narrative:
Two photos of the ac power cord and power supply were sent to the quality assurance for review. The photos indicated a thermal event occurred to the female appliance connector of the ac power cord and the ac inlet of the dc power supply that the power cord would typically attach to. The thermal damage to the dc power supply was likely due to the thermal damage to the dc power supply was likely due to the thermal failure of the ac power cord. Upon further investigation and in-depth analysis of the photos on (B)(6) 2012, it was discovered that a wire was exposed at the end of the ac power cord. This report is being filed as a result of this investigation. The MFR's investigation is ongoing. A f/u report will be filed upon completion of the investigation. This power cord was returned with a device, 510(k) k091319, remstar auto with a-flex, sn (B)(4).